Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On approximately (B)(6) 2025, after an hour of inserting the sensor, the patient reported "no readings" on her receiver. She felt no symptoms at that time and has no glucometer to do fingerstick. Her grandson panicked because of the no readings and called the paramedics. When they arrived, they did a fingerstick and it showed a bg reading of 200 mgdl. The receiver was not showing readings. No treatment/medication was given to the patient, but she did change the sensor. When the new sensor was on, the patient said it showed no readings as well. The grandson called paramedics again. The paramedics (second time) did a fingerstick and it showed a bg reading of about 200 mgdl. No readings were shown in the second sensor. The grandson then accompanied the patient to the hospital and they arrived there in the evening. Upon arrival, the hospital staff did a fingerstick which showed about 200 mgdl. No readings were shown in the receiver. The patient was only given medications for nausea. She stayed at the hospital and was discharged by 7:00 am on (B)(6) 2025. She reported feeling fine after the discharge and had already changed sensors which was working fine (3rd sensor). Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.